Manufacturer narrative:
The system was examined and the reported event was confirmed. The 6mm mounting bolt and vertical set screws were both tightened and the staff were trained on how to better adjust the friction knob when moving from right to left eye, appropriately. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 30, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the head on the scope was loose. The timing of the event and patient impact are unknown. Additional information has been requested bit none has been received.